Event description:
It was reported that tandem mobi pump generated cartridge alarm and customer experienced a blood glucose reading shown as ¿high.¿ customer gave correction insulin injection by pen or syringe and did not need third party intervention. Technical support confirmed cartridge alarm 34, verified that pump was in warranty and software was up to date, and arranged replacement pump while customer used multiple daily injections as backup insulin therapy; customer was instructed to place pump in storage mode, return faulty pump within 10 days using provided shipping materials, and then enter pump settings and reconnect continuous glucose monitor to replacement pump.